Event description:
The patient contacted animas on (B)(6) 2013 alleging she had low blood glucose (bg) of 27 mg/dl a few weeks ago and passed out. The patient reported her husband called 911 and she was taken to the hospital via helicopter, treated and released without inpatient admission. The patient stated that she believed her bg to have been 180 mg/dl prior to taking an insulin bolus. The patient stated that she bloused for a correction and a snack. On troubleshooting, the bolus history showed the last bolus was given on (B)(6) 2013 at 6:47 pm; an ez-carb bolus of 3.45 units completed from the meter remote. There was no other record of boluses after that on (B)(6) /2013 and therefore the patient believed that was the day that the low bg occurred which caused her to be taken to the hospital. The patient was noted to be a poor historian animas customer technical support and was not able to recall many of the details around this event. The patient stated that she does not currently give the amount of insulin her pump suggests when using the ez-bg or ez-carb features of the pump. The patient reported her healthcare provider wants her target bg at 80-90 mg/dl; however, she prefers her bg at around 130 mg/dl. This complaint is being reported because the patient experienced low bg requiring medical assistance as a result of not delivering insulin as the pump was programmed and against her hcp advice.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.